Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I hiv ag/ab combo result for a 34-year-old female patient diagnosed with tuberculosis. The alinity I hiv ag/ab combo result was 0.01 s/co (nonreactive)and 0.01 s/co when retested, antu result was 9.48 s/co (positive), gold label was positive. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included, no additional patient information was available. The complaint investigation for false nonreactive alinity I hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was also performed. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 44554be01 and complaint issue. Labeling was reviewed and found to be adequate. In-house testing of a retained reagent kit of the complaint lots was performed, and specifications were met which indicates the product is performing as expected. Five replicates of each positive control were tested and all values met specifications and the results were in the range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to hiv test results provided by zeptometrix and the reagent lots detected the same bleeds as reactive for the seroconversion panels. Based on this data, it showed that the sensitivity performance of the complaint lot is not adversely affected. Supplemental testing by western blot result is inconclusive. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hiv ag/ab combo reagent for lot 44554be01.